Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long post-operative was the bleeding identified? 6 - 12 hours. Are dates available for each procedure? What was the patient gender and bmi? M 48 kg; f 50,3 kg; f 44,5 kg; m 65,3 kg; f 43,9 kg; f24,8 kg. What was the color and product code of each cartridge used during procedure? They use product codes plee60a (device) and magazines gst60t (black), gst60b (blue), gst60d (gold) and gst60w (white) - provided they have been used in all operations are the lot #¿s available? Exact isolation of lot numbers is not possible, only the rough framework from the orders of the last half year. Was buttressing material used? No. Were any staple formation issues or hemostasis issues observed intraoperatively? Partially yes, titanium clips were used. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How was the post-operative bleeding identified? Clinical symptoms, ultrasound, hb drop how was it addressed? What was the approximate blood loss? Up to 3 l. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? According to standard.

Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How long post-operative was the bleeding identified? Are dates available for each procedure? What was the patient gender and bmi? What was the color and product code of each cartridge used during procedure? Are the lot #s available? Was buttressing material used? Were any staple formation issues or hemostasis issues observed intraoperatively? Does the surgeon routinely wait 15 seconds prior to firing? How was the post-operative bleeding identified? How was it addressed? What was the approximate blood loss? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Would the surgeon be interested in speaking with ethicon medical and engineering to discuss events? Additional information received: the lot numbers listed below have been identified as those lots that have been delivered to the complaining hospital since (B)(6) 2021. U95m4m: manufacturing date: 11/03/2020. Expiration date: 9/30/2023. U95m3n: manufacturing date: 11/02/2020. Expiration date: 9/30/2023. U95e6t: manufacturing date: 10/06/2020. Expiration date: 9/30/2023. U95g30: manufacturing date: 10/12/2020. Expiration date: 9/30/2023. U95m22: manufacturing date: 10/05/2020. Expiration date: 9/30/2023. U95v75: manufacturing date:12/01/2020. Expiration date: 10/31/2023. U95v21: manufacturing date:11/29/2020. Expiration date: 10/31/2023. U95p34: manufacturing date:11/11/2020. Expiration date: 10/31/2023. U95w7r: manufacturing date:12/07/2020. Expiration date: 11/30/2023. V9407t: manufacturing date:1/17/2021. Expiration date: 12/31/2023. U95j0h: manufacturing date:10/20/2020. Expiration date: 9/30/2023. U95w1u: manufacturing date:12/04/2020. Expiration date: 11/30/2023. U95g0w: manufacturing date:10/14/2020. Expiration date: 9/30/2023. U95z8g: manufacturing date:12/17/2020. Expiration date: 11/30/2023. U95y0j: manufacturing date:12/12/2020. Expiration date: 11/30/2023. U95x54: manufacturing date:12/09/2020. Expiration date: 11/30/2023. U95z51: manufacturing date:12/16/2020. Expiration date: 11/30/2023. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that notification from the surgeon that he had noticed increased bleeding from the staple suture after the procedure and that he had to perform a revision procedure to stop the bleeding. Multiple as early as 2021. The surgical setting has not changed and accordingly the product quality is now being questioned. Material was not saved as no abnormalities were seen during the op. No further consequences for the patient known.